Manufacturer narrative:
Footboard malfunctioned.

Event description:
It was reported by service report that the footboard will not boot up. It is unknown if there was patient involvement, however, no adverse consequences are reported.